Manufacturer narrative:
During testing, it was noted that there was evidence of corrosion in the battery compartment and on the battery door of the device. The probable cause of corrosion was due to disposable battery leakage. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for an unspecified reason. This did not indicate a reportable malfunction. However, during verification testing the device was found to have corrosion in the battery compartment dur to battery leakage.